Event description:
A malfunction on the pump was reported by the caller. It was unknown if there was any adverse impact on the customer's blood glucose level. The customer mentioned that the pump had been dropped prior to the malfunction. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.